Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the sale markings on a bd insulin syringe with bd ultra-fine¿ needle were defective, and misleading. There was no report of injury or medical intervention.

Manufacturer narrative:
Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7156941. As per manufacturing, a review of the device history record was completed for batch # 7156941 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200702181, 200702182, 200702040, 200702242, 200701813] noted that did not pertain to the complaint. Two investigations were performed. First investigation summary: customer returned (9) loose 3/10cc, 6mm syringes. Customer states that some 1 unit markings start at the top while on another syringe they may seem to start where the 1 unit marking is. All returned syringes were tested using the plug gauge and 3 out of 9 samples exhibited the 5 unit scale marking to fall out of specification on the plug gauge. Samples were forwarded to manufacturing (holdrege) on 16feb2018 for volumetric accuracy analysis. On 23feb2018 holdrege received nine (9) loose 0.3ml, 6mm syringes from reported batch# 7156941. All samples were decontaminated per hstr-17 prior to being evaluated. Second investigation summary: upon evaluation by qe ah, similar findings to those documented during initial investigation performed in bd (B)(4) were noted. Three (3) samples were noted to fail plug gauge testing and were additionally tested via volumetric analysis. All results were noted to be within specifications at this time. Variability in scale print is a normal finding from manufacturing of the syringes and the variation seen within these samples is unlikely to cause a significant impact to the measuring and delivery of medication. CAPA (B)(4) was initiated by the holdrege plant to address scale print defects and their associated root cause(s). Batch# 7156941 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. No additional actions necessary at this time. Bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time.